Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit. During visit observed power supply socket is defective. Replaced power supply socket and start machine. Observed error electrical test failure 4. After observing error reset datasette and main board. But error is as it is. Replaced main board and observed the machine. All functional tests have been passed successfully and machine handed to the customer in working condition.

Manufacturer narrative:
Due to character restrictions in block e1 event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) machine is not powering on. There was no harm on-site reported.

Event description:
It was reported that, during a routine check the cs100 intra-aortic balloon pump (iabp) machine is not powering on. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.